Event description:
It was reported that the lead component of the patient's implantable neurostimulator (ins) had migrated due to a breakage of the anchor accessory. A revision was performed at which time the physician observed that the metal pin of the anchor had slipped through the silicone ring. It was also reported that the silicone section was still attached to the fascia with sutures. Both anchor accessories and the lead were then replaced. No injuries were reported and the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 3888-45, lot# v691320, serial#, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product typ lead, product ID 3888-45, lot# v691320, serial#, implanted: 2011 (B)(6), explanted: product typ lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3708220, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ, extension product ID 3550-39, lot# unknown, serial#, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product typ accessory, product ID 3550-39, lot# unknown, serial#, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product typ accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.